Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer changed the cartridge and infusion set to resolve the blockage. Customer resumed pump therapy.